Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right femoral common femoral artery to superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and there were no patient complications as a result of this event.